Event description:
Event verbatim [preferred term] burn blister [burns second degree] , two patches were worn directly on the skin [device use error] , patches were too hot [device issue] , . Case narrative:this is a spontaneous report from a contactable consumer or other non hcp. A (B)(6)-year-old female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number n15262) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient experienced a burn blister. The patient stated two patches were worn directly on the skin and the heatwraps were too hot. The patient used two of the four patches of the package and experienced burn blisters after usage of both patches. Action taken in response to the events for thermacare heatwrap was unknown. Clinical outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of 'burn blister', 'two patches were worn directly on the skin' and 'patches were too hot' as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of 'burn blister', 'two patches were worn directly on the skin' and 'patches were too hot' as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). Consumer reports the wrap was too hot. After a review of the batch thermal records, thermal results all met product in process specifications per spec-23451, effective date: 04-feb-2016. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon review of batch device history records, in process quality check results or inspection of retained samples. Retained samples met the product description and the product is within expiration date. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The product quality for the batch is not impacted by this complaint. Complete complaint assessment: batch n15262 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of a retain sample included the inspection of (B)(4)cartons, (B)(4) pouches and the wraps inside the pouches and shows no obvious defects. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Review of the packaging attributes (pouch, carton, and shipper container) quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria was met. Thermal data for the seven day run reports all wraps met the required temperature specifications. There are no known site investigations associated with this batch involving wrap temperatures. Return sample was received at the manufacturing plant: both pouches were sealed, no obvious defects. Wraps were inside sealed pouches.

Event description:
Event verbatim [preferred term] burn blister [burns second degree], 2 patches were worn directly on the skin [device use error], patches were too hot [device issue]. Case narrative: this is a spontaneous report from a contactable consumer or other non hcp. A (B)(6)-year-old female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number n15262, expiration date feb2019) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient experienced a burn blister. The patient stated two patches were worn directly on the skin and the heatwraps were too hot. The patient used two of the four patches of the package and experienced burn blisters after usage of both patches. Action taken in response to the events for thermacare heatwrap was unknown. Clinical outcome of the events was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non assignable (complaint not confirmed). Consumer reports the wrap was too hot. After a review of the batch thermal records, thermal results all met product in process specifications per spec-23451, effective date: 04-feb-2016. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon review of batch device history records, in process quality check results or inspection of retained samples. Retained samples met the product description and the product is within expiration date. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The product quality for the batch is not impacted by this complaint. Complete complaint assessment: batch n15262 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of a retain sample included the inspection of seven cartons, 28 pouches and the wraps inside the pouches and shows no obvious defects. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Review of the packaging attributes (pouch, carton, and shipper container) quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria was met. Thermal data for the seven day run reports all wraps met the required temperature specifications. There are no known site investigations associated with this batch involving wrap temperatures. Return sample was received at the manufacturing plant: both pouches were sealed, no obvious defects. Wraps were inside sealed pouches. Additional information has been requested and will be provided as it becomes available. Follow-up (02feb2018): new information received from product quality complaints (pqc) group included: product quality investigation results., comment: based on the information provided, the events of burns second degree, device use error and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of device use error which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.